Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the mobile application was not working as intended. The patient's parent stated the tubing on the patient's pump came out during the night. They stated that the patient did not receive an alarm from their pump or the dexcom share application and in the morning, their blood sugar was high. When the patient's parent woke up, she stated the patient as beginning to have symptoms of diabetic ketoacidosis. No further event information was provided. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.